Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that during the initial implant procedure, the catheter was positioned to the coronary sinus in preparation for implantation of a left ventricular (lv) lead. Diagnostic imaging was performed and vascular dissection of the coronary sinus was observed resulting in pericardial effusion. Pericardiocentesis was attempted, however, the pericardial effusion continued. The coronary sinus dissection was surgically repaired and the pericardial effusion was drained. The patient was transferred to the intensive care unit. The lv lead and the device were not implanted. The patient passed away the following day. The physician does not suspect a malfunction of the catheter.